Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had an out-of-range (oor) impedance measurement which triggered lead safety switch (lss). Boston scientific technical services (ts) reviewed that lss message was the day after implant. Ts discussed lead limit to trigger lss and device has been unipolar since then and will probably trip back if set to bipolar. Additional information obtained and indicated a low pacing impedance of less than 200 ohms. The impedance trend and thresholds were stable. Further, the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.